Event description:
It was reported that during a laparoscopic splenectomy, the white tissue pad came off. The tissue pad was located and removed without incident. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/08/2008. Info anticipated, but unavailable at this time.